Event description:
Event description cpi received information that due to a rise in the impedance readings in the atrium (bipolar). The thresholds have also increased. They suspected a lead fracture, and confirmed this with an x-ray. They removed the sweet tip bipolar lead (4269-259268) at the same procedure they also elected to remove the patient's implantable pulse generator (ipg). Another (ipg) and sweet tip lead were implanted.